Event description:
Incident reported as: the punch, once it meets resistance of tissue, it seems the spring catches resulting in a non-smooth action that requires more attempts, leaving a ragged hole. No pt injury reported or extended surgical time.

Manufacturer narrative:
Sample has been returned for eval, but investigation is not complete at time of this report. The results of the investigation are not available at the time of this report.